Manufacturer narrative:
It was noted during failure analysis that the font end assembly was seizing up. The front end assembly was replaced.

Event description:
The dual trigger rotary was sent for eval because it was switching from ream to drill on its own during testing at the user facility. There was no pt involvement and no adverse consequences associated with the device.